Event description:
Implant placed 7/19/1996, 11/1/1996, pt developed pain around implant following sinus infection - no visible tissue irritation. 12/13/1996, implant painful to touch, placed pt on antibiotics. 4/4/1997, no mobility, surgery to repair failing implant. 4/3/1998, implant developed mobility after loading, no pain. Implant removed 4/3/1998. One person affected.